Event description:
The customer states that a patient that was being tested for toxoplasmosis as a follow-up to pregnancy was negative last month but tested reactive when tested using the architect toxo-g assay this month (18.4 iu/ml). The sample was recentrifuged and repeated, yielding a negative result (no specific data provided). The sample was then repeated using an alternate method (biomerieux immunofluorescence) producing a negative result. No adverse impact to patient care/management was reported for this issue.

Manufacturer narrative:
(B)(4). Erratic toxoplasma gondi igg results. He complaint text indicates an erratic toxoplasma gondii igg (toxo igg) result was generated in association to the architect i200sr. When the sample was repeat tested, the results were nonreactive. Error code 3000: unable to process test, liquid not found for (x) at (y) and error code 3350: unable to process test, aspiration error for (x) at (y) were documented in the message history log. The probe was replaced and recalibrated. The probe was replaced on the instrument and a twenty replicate reproducibility test was performed before and after the replacement of the probe. The results of six additional runs of the patient sample were also nonreactive. No adverse trends were identified related to this issue. Architect system operations manual (list number 201837-104) provided adequate information about the troubleshooting for erratic results, component replacement, operational precautions, and limitations. In the architect toxoplasma gondii igg (toxo igg) reagent package insert (48-3427/r3), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, no deficiency identified for this complaint. The most probable cause of the customer issue was the probe and once the component replacement of the probe occurred, no additional incidents of erratic results have been observed. This is the final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.